Event description:
A malfunction was reported on the pump, and it was noted that there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. The customer performed a reset on the pump and decided to continue using the current pump to ensure uninterrupted insulin delivery, while the technical support team planned to replace the pump.